Event description:
Customer reported a no delivery alarm. She was assisted with performing a fixed prime. She stated insulin was able to exit. Customer also reported a motor error alarm during a bolus. Customer's blood glucose was 120 mg/dl. Customer also stated they were able to rewind the insulin pump. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.